Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. Reference medwatch with patient identifier (B)(6) for the mobile system 1.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 487 mg/dl (mobile system 1) and 135 mg/dl (mobile system 2) - strip lot is unknown; 343 mg/dl (mobile system 1) and 134 mg/dl (mobile system 2) - strip lot 278186 sets of readings were taken on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.